Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received for evaluation. The reported problem was duplicated when performing functional tests. The device was not able to calibrate. Fails to meet specifications. The cause was the downstream occlusion (dso) sensor. Replaced the dso sensor assembly to correct the issue. The device passed all functional tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device had a downstream occlusion calibration failure. The event occurred during testing. There was no delay in therapy. There was no patient involvement, and no patient harm/adverse event was reported.